Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified, delamination and opening crack. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral replacement. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side "valve delaminated from shell". Device has been explanted.